Event description:
The user facility reported a large screw fell out during the case. The surgeon wants verification of whether the screw or the socket is stripped. The instrument was sent to the instrument repair center for evaluation. No pt injury was reported.